Event description:
Delay of vasopressor drip during alarm condition reported. During a code situation. Nurses attempted to start an unspecified concentration of epinephrine in 250cc at 25cc/hr. When attempting to start the infusion, nurses received pump air-in-line alarm which required 3 or 4 tubing changes to resolve. The pt later expired on some unspecified date. The nurse believes the delay of treatment with the epinephrine probably did not cause any harm, and states that the pt outcome would have been the same if the infusion had been started right away.